Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2017 with the following findings: during investigation, a review of the pump¿s black box showed no pump reboots. A visual inspection revealed that the battery compartment was cracked; there was corrosion observed in the battery compartment. The returned battery cap had stripped threads and was unable to maintain an electrical connection, duplicating the power issue. A test battery cap fit securely to the pump and was able to fit to maintain electrical connection and was used to complete the 24- hour duration test with no power loss or power interruptions. A leak test revealed a battery compartment leak. The pump¿s cover was removed and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.